Manufacturer narrative:
On 11/1/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, two devices were returned with clear gel contained in it. In device a was observed brown material within it and yellow material and gel on the shell surface. By the other hand, device b has red material within it and gel on the shell surface. Mentor product analysis lab discovered under device a two rents on the posterior aspect measuring approximately 2.3 cm and 0.3 cm accompanied with an area of siltex cracking. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Device b presented a rent measuring approximately < 0.1 cm located on the anterior aspect at the edge of a line of shell wear. Also no other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow, brown and red material found on the devices. There is no evidence that the issue is related with manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 375cc, manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast primary augmentation with a mentor memorygel breast implant 375cc and experienced rupture on the left side diagnosed by mammogram. As a result, the patient will undergo removal on (B)(6) 2018.